Event description:
During a revascularization to treat stenosis approximately 28 months post index procedure, 2 integrity bare metal stents were implanted in the lad and 2 integrity bare metal stents were implanted in the cx. An mi occurred approximately 4 months later. A non-medtronic stent was implanted in the lad and ballooning of the cx and om was carried out. The investigator assessed that the mi event was not related to the study device. The patient recovered.

Manufacturer narrative:
Results, conclusions: myocardial infarction, stenosis. (B)(4).